Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). During reaming of the acetabulum, the surgeon had difficulty getting the reamer to turn on within the stereotactic boundary. The surgeon decided the proper course of action was to complete reaming manually.

Manufacturer narrative:
As part of normal complaint f/u, an investigation was performed at mako surgical with regards to this event. The evaluation concluded that the stereotactic boundary defined in the software at the time of the event was too constraining to allow the surgeon to ream efficiently. The boundary was redesigned and passed validation with the surgeon design advisory board.